Manufacturer narrative:
(B)(4).

Event description:
Noise was seen on the atrial channel and there was a decrease in rv pace/sense impedances and sense amplitude. The lead was explanted and replaced and it was noted that the patient has twiddlers syndrome.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found and an overrotated inner coil, which most likely resulted from the explantation procedure. Blood penetrated the lead. Furthermore abrasion marks along the lead body were noted and the lead body was found twisted. These damages most likely occurred due to the reported twiddler syndrome. The twiddling of the lead presumably led to the observed decrease of the impedance and sensing amplitude. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.